Event description:
It was reported that the customer received a motor error alarm followed by a blank screen, then when the pump turned back on another motor alarm occured. Customer's blood glucose level at the time 218 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics noted. Motor error alarm was not verified due to black screen. Blank screen was caused when the buttons were pressed. The motor passed the motor test. The device was received with cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.